Event description:
The loose pull pin made it difficult to compress the implant so we had to take it off completely and then use the driver to lag the screw down. The patient is doing great and we do not need to follow up with the surgeon.

Manufacturer narrative:
Root cause was not able to be determined. It should be noted that initially this event was determined to be not reportable. Upon re-review, it was decided that this should be reported.